Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to a skin flap infection around the implant site. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not yet receive by manufacturer.